Event description:
Burning pain at battery site with revision initially for change of location, but problem persisted resulting in removal of device on (B)(6) 2013. Diagnosis or reason for use: spinal cord stimulation for the relief of pain. Event reappeared after reintroduction: yes.